Manufacturer narrative:
The suspect medical device will not be returning for engineering evaluation. A lot number was reported, and a review of the manufacturing history record is in progress.

Event description:
The account alleges that during a diagnostic peripheral vascular procedure after removing the .035 wire from the patient it was noted under fluoroscopy that the black jacket was starting to separate at the tip of the guidewire. The wire was immediately removed from the patient intact with no foreign body introduction. A new wire was used to complete these procedures, with no adverse consequences to the patient. The patient tolerated the procedure well. The wire was discarded at the account.

Manufacturer narrative:
The suspect medical device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified. Should the device be returned later, the investigation will be reopened.